Event description:
Caller reported that cartridge was not fitting properly on pump and was observed to get loose, with guide rail damage as black plastic sealing ring was missing. There was no adverse impact to customer's blood glucose level. Technical support instructed the caller to inspect the pump and determined it needed replacement, as it was under warranty. The customer was advised to use an alternate form of insulin delivery, mdi, during this period. Technical support confirmed the shipping address and instructed the caller on the return process, including putting pump into storage mode before returning it with a pre-paid label, which the caller acknowledged and understood.